Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a loss of bond. The investigation is unconfirmed for break as no breaks were identified on the returned device. It is likely that the gap at the distal tap was perceived by the customer as a break in the catheter shaft. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. However, the root cause is likely not manufacturing related as a leak test is performed 100%, folding normalization and vacuum testing is performed and qc testing is performed on an aql sample size. The conquest instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that there was a break at the proximal balloon joint of the pta balloon dilatation catheter. There was no reported retraction difficulties. There was no reported pt injury.